Manufacturer narrative:
Clarification regarding two complaints received ((B)(4)) from the same customer from france which has mixed the information of the complaint description, date of event and device serial numbers. After receiving both event logs, eitan medical discovered that the complaint description, date of event, device serial numbers, treatment parameters were switched by the customer in the initial report to us. Thus we submit the following reports: a corrected follow up report for (B)(4) (3010293992-2022-00017) with the correct information including event log investigation. New initial report for (B)(4), with the correct information including event log investigation. This submission, new initial report for (B)(4) includes the correct information.

Event description:
The complaint was reported by a customer from france. Air in line issue.

Event description:
The complaint was reported by a customer from USA. Delivery issue.

Event description:
The complaint was reported by a customer from france. Air in line issue.